Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide with a 5fr sheath, after a diagnostic procedure. Reportedly, an unknown device failure occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated the tissue was not captured during deployment, as evidence by the suture loop being returned in the suture bearing. The suture had been retrieved but not cut via the quick cut with the lever in its original position. This finding indicates the device was pulled out of the anatomy during use due to insufficient tissue captured prior to completion of deployment. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.